Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead had stored multiple out of range measurements of greater than 3000 ohms. It was noted that the high impedance was unable to be replicated in the office. Boston scientific technical services (ts) was consulted and review of the remote monitoring data noted intermittent spikes in the impedance measurements for the past 10 months. Ts suggested further isometrics and contacting the other manufacturer. The field representative noted that the patient would be scheduled for an x-ray and defibrillation threshold (dft) testing, however it has not yet occurred. At this time the ICD and rv lead remain in service.